Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube occurred clotting issue. The additive crystallizes into clumps. This event occurred 48 times. The following information was provided by the initial reporter. The customer stated: ¿during using the tube, it found that the tube occurred blood clotting issue, blood clots. The additive crystallizes into clumps.¿

Manufacturer narrative:
H.6. Investigation summary: material #: 367921. Lot/batch #: 1259279. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed, however the indicated failure mode for additive abnormality was not observed. The photos do show tubes with additive in the bottom, this type of powder can exhibit some "clinging" properties that results in a clump being formed, this is not an unusual appearance. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting and additive abnormality was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/ additive abnormality) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. This complaint has not been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube occurred clotting issue. The additive crystallizes into clumps. This event occurred 48 times. The following information was provided by the initial reporter. The customer stated: ¿during using the tube, it found that the tube occurred blood clotting issue, blood clots. The additive crystallizes into clumps.¿